Manufacturer narrative:
Additional information: d10, g4, g7, h2, h3, h6, h10. One reusable electrode was returned to the manufacturer for analysis. An error message was noted on the generator when the electrode was connected and no temperature was displayed. Electrical testing revealed high, variable resistance between the thermocouple wires, consistent with the error message displayed. The source of the high resistance was isolated to within the hub and tubing assembly. The device was manufactured according to specifications as supported by the receiving inspection results. The cause of the high and variable resistance remains unknown.

Event description:
There were no patient consequences.

Event description:
During the procedure, the probe was non-functional. The procedure was cancelled.